Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was attempting to pre-dilate a severely calcified lesion with a euphora rx balloon. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. It was reported that during balloon inflation, the balloon burst at 12atm during the first inflation at 19 seconds as the lesion was too calcified. It was reported that the balloon only partially inflated. No patient injury reported. The case was abandoned as the lesion was too calcified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.